Manufacturer narrative:
H10 additional narrative: this report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: the field service engineer (fse) was dispatched on 19 july 2016. The customer reportedly re-ran the sample after the results came back and the psa was reported to be "real good". The engineer reported the substrate solution had been on the instrument 6 to 7 days without being removed. The fse replaced the 3 way substrate valve due to some varying daily background numbers. The aia-900 was working as intended. No further action required by fse. The probable cause of the event was the 3 way solenoid valve

Event description:
On (B)(6) 2016 a customer reported failed psa proficiency testing back in (B)(6) with their aia-900 analyzer. The customer reported results should have been around 20. A field service engineer (fse) was dispatched to address the reported event. There was no indication of any patient intervention or adverse event consequence due to the failed proficiency testing.